Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed due to dr board (printed circuit board) failure. However, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defect included in the initial medwatch has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed which was caused by a defective printed circuit board and likely from wear and tear. The additional evaluation finding is as follows: the video connector socket did not lock the video connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image when using the 180-scope series. The issue was found during preparation for use. There were no reports of patient harm.